Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the pvl could not be determined, however, cardiac remodeling may have been a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 26mm sapien xt valve was implanted as part of the partner ii b clinical trial. Approximately 5 years post tavr procedure, moderate to severe paravalvular leak (pvl) was observed. A 26mm sapien 3 valve was implanted within the first valve and none to trace pvl was observed. The patient was alive at the end of the procedure. Per medidata, the patient¿s 4 year echo showed mild to moderate pvl.